Manufacturer narrative:
Initial reporter name and address: (B)(6). The device was not returned to olympus for evaluation. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer to olympus that the high definition camera head additional was causing image interference during surgeries. Details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon, ¿no image is displayed¿, was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer and to provide additional information based on the legal manufacturer's investigation. MFR report # 3002808148-2023-02358. Patient identifier: (B)(6). Follow up was conducted with the customer and the following procedural/patient information was reported. The event date was provided. The intended procedure was reported as therapeutic transurethral resection (tur) and it was completed, with no delay noted. The device was returned to olympus for evaluation and the customer¿s allegation of image interference was not reproduced. The investigation revealed bad cable conditions and unit failures due to intermittent bad contact. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Follow up was conducted with the customer and the following procedural/patient information was reported. The event date was provided (b)(3). The intended procedure was reported as therapeutic transurethral resection (tur) and it was completed, with no delay noted.